Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ mobile - system 1, serial number ¿ (B)(4). (B)(6) ¿ mobile - system 2, serial number ¿ (B)(4). (B)(6) ¿ aviva - system 3, serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results: mobile meter ((B)(4)) compared to aviva meter ((B)(4)), within 10 minutes: 18.6 mmol/l on mobile meter and 3.3 mmol/l on aviva meter. No adverse event reported. Mobile test strips are no longer available. Return of the suspect device was requested for evaluation.